Manufacturer narrative:
A device history record review was completed for provided material number 306572 and lot number 3250005. The review did not reveal any non-conformances during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, three (3) physical samples were returned for evaluation by our quality team. All three samples were still in their original blister packaging. One (1) sample had a hole within the top web. Regarding the hole in the top web, it is most likely that this resulted from the nesting of the blister packages. If the blister packages are not nested correctly it could result in damage to the top web when they are packaged off into the shelf cartons. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush-xs pre-filled syringes have a hole in the packaging. The following information was provided by the initial reporter, translated from german to english: hole in the packaging when did the incident occur? Before use